Event description:
The device presented with a battery at eos. The device was explanted.

Manufacturer narrative:
No medwatch form was received. The field experience of premature battery depletion was confirmed. The battery voltage was found to be 1.69v when the device was cut open. The device was tested in the automated electrical test system. The test detected no anomaly and the device met all other specifications. Normal device current was measured. The battery was returned to the supplier for further analysis. No anomaly was detected with the battery cell. The cause of the low battery voltage was not determined.